Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery model #: 1650, catalog #: 1650, expiration date: 31-dec-2018, serial#: (B)(4), UDI #: (B)(4); device available for evaluation: no , no, device evaluation anticipated, but not yet begun, mfg date: 13-dec-2017, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a power source is connected to the controller, the patient reports hearing a "beep similar to when a power source is connected or disconnected" with unstable/poor mechanical connection or a power disconnect alarm. The alarm was not able to be replicated in clinic and no alarms were identified in logfile data; therefore, the beep/alarm was considered to be unidentified. The most conservative treatment was decided, and all batteries were replaced for possible power switching rather than perform a controller exchange. The controller remains in use and all of the batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller (B)(6) and three (3) batteries(B)(6) were not returned for evaluation. Six (6) batteries (B)(6), were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the batteries passed visual inspection and functional testing. Internal inspection of the batteries did not reveal any anomalies. Of note, functional testing of the batteries (B)(6) revealed an abnormality within the cell voltage plot due to a cell pair depleting at a faster rate than the other cell pairs. This is an additional observation, not related to the reported event, likely due to the gradual aging of the batteries. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing of (B)(6) revealed a cell pair fell below the voltage threshold. An internal inspection of (B)(6) did not reveal any anomalies. It was noted that the battery had a cycle counts of 337 and there was a time difference of 1543 days between the manufacturing date of the battery and the reported event date. This indicates that the battery was most likely not in use for an extended period. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. This is an additional finding, not related to the reported event, likely due to the expected degradation as a result of non-usage over time. Log file analysis revealed that the controller contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file did not reveal any alarms logged within the analyzed period. Analysis of the data log revealed several premature power switching events that were due to momentary disconnections involving (B)(6). Analysis of the data log file also revealed several momentary disconnections that did not lead to premature power switching events involving (B)(6). Momentary disconnections will result in an audible tone or 'beep'. The momentary disconnections may explain the reported "power disconnects" event. As a result, the reported premature power switching, beeping and ¿power disconnect¿ events were confirmed. The reported controller poor mechanical connection power port event could not be confirmed; it is likely the observed momentary disconnections are related to the reported unstable/poor mechanical connection. (B)(6) were lubricated prior to release. A power source lubrication procedure was performed on the batteries (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 11/jul/2018. The most likely root cause of the reported events can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Additional products: d4: serial #: (B)(6) , d9: yes, return date: 06-may-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6) d9: yes, return date: 05-jul-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s):d02 d4: serial #: (B)(6) d9: yes, return date: 06-may-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6) d9: yes, return date: 05-jul-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6) d9: yes, return date: 06-may 2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c020701 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6) d9: yes, return date: 06-may-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections. H7 recall and h9 correction number were inadvertently omitted. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.